Event description:
It was reported that a laparoscopic cholecystectomy procedure, a tear drop-shaped clip was formed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? First firing. What vessel or structure was the device fired on at the time of the event? -cystic artery. Was the clip fully advanced into the jaws prior to firing? -the information was not provided. Was there any torquing or twisting of the device present at the time of firing? -the information was not provided. Was any unexpected resistance felt while firing the trigger? ¿no. Were any unexpected noises heard? If so, when? ¿no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ¿no.